Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6 (type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer (fse) inspected the unit and confirmed through the logs that an internal communcation error had occured. The fse replaced the executive processor pcba , backplane pcba and the display monitor to video generator board. The unit passed all fuctional test.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (investigation findings, investigation conclusions). The component code previously submitted in the supplemental MDR was incorrect. No issues have been identified with the device therefore, the previously submitted codes are not applicable. A getinge field service engineer (fse) inspected the unit and confirmed through the logs that an internal communication error had occured. The fse replaced the executive processor pcba, backplane pcba and the display monitor to video generator board. The unit passed all functional test. The failure analysis and testing dept. Received the parts associated with a reported failure of an internal communication error and a black screen. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failure confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an internal communication error. Additionally, when the customer attempted to use the unit for treatment, the screen appeared black. There was no harm reported.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had internal communication error, also the screen went black. No patient harm or injury reported.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.